Event description:
On (B)(6) 2012, customer reported that the dxc 660i experienced modular chemistry (mc) obstruction errors, and the blade washer leaked. The volume of the leak was unknown, and the leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted that the leak was related to a crack / failed seal within the cap piercer, and that the mc obstruction error was not related to the leak. Fse replaced the entire cap piercer which resolved the leak and the mc obstruction error. No further problems were reported.

Manufacturer narrative:
Evaluation results: cap piercer. (B)(4).